Event description:
It was noted that no capture and dislodgement was observed on the left ventricular (lv) lead during a routine device check. The lv lead was programmed off. The lv lead was subsequently explanted and replaced. The patient was stable.